Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the vessel sealer extend (vse) instrument moved in the opposite direction. The customer attempted to use universal surgical manipulator (usm) 4 and 3, but the issue persisted; there were no problems with other forceps. The customer also attempted to remove and reattach the sterilization adapter (sa), but this did not resolve the issue. The customer replaced the vse. The procedure was completed and no known patient impact or consequence was reported.